Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a preliminary visual inspection and functional evaluation of the returned device are underway was conducted during the investigation. No issues were found related to the reported complaint. One (1) used kcfw-7.0-38-40-rb-blkn sheath and dilator was received with bio matter present on the valve and the inner dilator handle. Both the inner dilator and sheath are curved. Dilator curve starts at 30 cm from the hub. Sheath curve starts at 27 cm from the separation point. The entire proximal fitting was not attached to the sheath. An attempt to recreate the failure of hub separation was made. The sheath could not be removed from the proximal fitting when pulled gently. After pulling forcefully the sheath separated from the proximal hub. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the valve of the flexor balkin guiding sheath became detached while being removed from the patient. The multi-branch aortic stent implantation procedure had been completed when the event occurred. The sheath was changed to a flexor shuttle guiding sheath and the procedure was successfully completed. Patient sustained a good outcome. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.